Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The sheath and delivery catheter were returned to gore for analysis. The engineering investigation stated, the leading olive was missing from the aaa catheter body and was not returned with the device. There was no evidence of a bond for the leading olive on the delivery catheter. There was no damage to the dryseal sheath tip. The introducer sheath was received in four pieces. An inquiry was made as to why the sheath was received in four pieces but no explanation was able to be provided. The evaluation of the returned device is consistent with the physician¿s observations in that the leading olive detached from the device. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter. The root cause for the lack of bonding between the leading olive and the delivery catheter could not be determined based on the currently available information.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. A contralateral leg component, plc231000 was being used to extend the right, ipsilateral side of the trunk-ipsilateral leg component. When the contralateral leg catheter component was being withdrawn through the 18fr. Gore dryseal sheath, the distal olive became detached from the catheter. In attempts to remove the olive, the hemostatic valve of the introducer sheath became damaged and this resulted in blood loss of approximately 500ml. The olive could not be captured in an endovascular way, so the sheath with the olive inside it were removed together. The patient did well following the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional device used: dsl1828. (B)(4). Medication: oral anticoagulants. A review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. A contralateral leg component, plc231000 was being used to extend the right, ipsilateral side of the trunk-ipsilateral leg component. When the contralateral leg catheter component was being withdrawn through the 18fr. Gore dryseal sheath, the distal olive became detached from the catheter. The olive could not be captured in an endovascular way, so the sheath with the olive inside it were removed together. This resulted in blood loss of 500ml, but no blood replacement products were necessary and the superficial femoral artery was repaired surgically. The patient did well following the procedure.